Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant inr result from a coaguchek inrange meter compared to the laboratory result. The meter serial number was not provided. The result from the meter was 4.2 inr and the result from the laboratory was 3.2 inr. There was no allegation of an adverse event. The customer's therapeutic range was 3.5 - 4.5 inr. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.